Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received during normal use. The customer's blood glucose reading was 320 mg/dl at the time of incident. The customer was advised to disconnect and prime the unit but more no delivery alarms were received. The customer got frustrated and disconnected the call.